Event description:
The ge oec 9800 fluoroscopy system had a collimator that would not rotate or operate correctly. Also reported broken lock handle.

Manufacturer narrative:
A ge oec service rep investigated the issue and repaired a hv cable to repair the collimator rotation. Additionally, the lock handle that was broken was replaced. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.